Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was exhibiting premature battery depletion (pbd). Subsequently, the patient underwent a revision surgery and the device was explanted and replaced. No adverse patient effects were reported.